Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the soltive laser system stopped working in the middle of a ureteral stone removal procedure, and error codes were displayed on the screen. As a result, a procedure expected to take approximately five minutes was extended to one and a half hours. Stone fragmentation could not be performed with the initial device, and a similar device was provided to complete the procedure. The physician was required to place a double-j ureteral stent with difficulty due to an impacted stone. There were no further reports of patient harm.